Event description:
A malfunction of a diabetes pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer sought assistance for software support, but no specific corrective actions were documented in the information provided.